Event description:
Note: company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts. The hosp reported that while preparing the circuit for pre-test, the anesthesia tech noticed that the gas port was missing from the gas sampling elbow. The circuit was replaced. There was no pt involvement.